Event description:
It was reported that caller previously did not see insulin drops at end of tubing during fill tubing step of load sequence intermittently. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge and resumed insulin therapy.